Event description:
It was reported that the patient had an unknown sling implanted on unknown date. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted for unspecified reasons.